Manufacturer narrative:
Upon review of complaint record, it was noted field d8: was device serviced by third party contained misinformation regarding the device serviced by third party, has been corrected and also d4, d9 has been corrected. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Event description:
It was reported, the subject device displayed no image. The issue occurred prior to sedation for the gastrectomy therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: no, e3: non healthcare professional. Olympus conducted an onside inspection and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed no image. The issue occurred prior to sedation for the gastrectomy therapeutic procedure. There were no reports of patient harm.